Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system and other applicable components are : product ID: unknown catheter, lot/serial# unknown, ubd: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding indication, the clinic patient visit was because of pump error. It was noted that the patient had indicated that the pump was not pumping for 2 days, and all 10 minutes an error message was appearing regarding ¿motor stall¿, error code 232. The patient¿s spasticity was since progressive. The next steps were moving the patient on to oral spasmolysis and stationary monitoring during conversion. If malfunction of the pump was obvious, the pump would be exchanged. It was further indicated that the patient had agreed to this approach. Patient consensus for this approach was signed by the patient¿s care keeper / person authorized. It was further reported that the diagnosis was spastic hemiparesis, error of implanted pump for intrathecal application, and malfunction of the catheter. The pump and intrathecal catheter were removed and replaced with new on (B)(6) 2021. The pump was being returned to the manufacturer. The company "representative" had contacted the physician to see if they could acquire a signed patient consent form authorizing analysis of the device. It was further noted that the patient however had not signed a consent form but was verbally informed that the pump would be sent to the manufacturer for analysis.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial/lot number, and implant date of the catheter associated with the event was unknown. The specific issue regarding the reported catheter malfunction was unknown. The cause of the catheter issue/malfunction was unknown. The physician had not returned the catheter even though it was replaced, and he didn¿t recall as to why it would not be retuned with the pump. It was indicated as having been unknown at this time if the catheter would be returned. A signed patient consent form authorizing device/pump analysis was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: only the pump was returned for analysis. The pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function. Destructive analysis identified residue and wearing in the motor gear train on the upper shaft of gear number two; the stall was due to the shaft bearing. Analysis also identified a non-significant anomaly regarding motor o-ring wear for gear number three. As per the logs, the pump administered baclofen with concentration 2,000.0 mcg/ml. H6: the previously applied method code b17, results code c20, and device code d14 remains applicable to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that that a pump motor stall occurred in (B)(6) 2021. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). End of service (eos) had not yet been reached. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. Reprogramming was performed without resolving the issue. The pump was explanted. The patient was without injury regarding their status as of (B)(6) 2021. The healthcare provider requested analysis. The pump was to be returned to the manufacturer. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available. The implant date of the pump was unknown.